Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon had a pinhole and outer shaft hole. The 85% stenosed target lesion was located in the severely tortuous and severely calcified artery. A 10mm x 2.75mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon was leaking gas, had a visible pinhole, and a hole on the outer shaft. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure. It was further reported that the device was leaking a mixture of contrast agent and saline. Furthermore, the device was simply removed from the patient.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Examination of the hypotube shaft identified multiple kinks along its length. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Microscopic examination of the polymer extrusion noted the inner wire lumen was bunched and stretched 4.7cm from tip. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Using an encore inflation unit, the balloon inflated fully and maintained pressure for 15 seconds, with no leaks noted. A vacuum was applied, and the balloon deflated fully with no resistance.

Event description:
It was reported that balloon had a pinhole and outer shaft hole. The 85% stenosed target lesion was located in the severely tortuous and severely calcified artery. A 10mm x 2.75mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon was leaking gas, had a visible pinhole, and a hole on the outer shaft. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure. It was further reported that the device was leaking a mixture of contrast agent and saline. Furthermore, the device was simply removed from the patient.

Event description:
It was reported that balloon had a pinhole and outer shaft hole. The 85% stenosed target lesion was located in the severely tortuous and severely calcified artery. A 10mm x 2.75mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon was leaking gas, had a visible pinhole, and a hole on the outer shaft. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).